Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller called in stating something is going on w/ the ins. Caller said the hcp thinks because the settings are so high the battery runs out. Caller said they got a letter. Caller got the handset to charge and wanted to provide the app information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient stated they encountered a device data lost message today, and for the past couple of weeks, felt like it wasn't working and patient was having to hurry to the bathroom. The circumstances that led to the reported issue were unknown. The patient reported the only recent medical treatment they had was chiropractic adjustments. Patient mentioned they have an artificial hip that they had issues with following the adjustments. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that the caller was inquiring about how to answer a question from a letter they received about the patient's 'software app version number.' Caller said the programmer does not hold a charge and it is so drained and they needed assistance locating the software version number for this letter. Caller also mentioned that the patient is scheduled to have their implant battery replaced on (B)(6) 2023 and inquired about receiving new external devices. Caller said this is part of the reason why the patient is getting a replacement ins. Caller said they think the settings are set so high and they are at a prolonged high setting and that's probably what's drawing the battery down so quickly. Caller said they don't think it's normal battery depletion because it only lasted a couple of weeks (patient did not clarify this timeframe after patient services asked for event date) because the patient has settings set so high. Caller later said it could be normal battery depletion due to the high settings but said then it is abnormal because of the short amount of time the patient has had the ins. When asked for event date, caller said at least early (B)(6) 2022, in regards to when they first noticed the ins was not working. Reviewed external equipment with ins surgery and warm transferred caller to mobility to troubleshoot programmer charging issues and to get software app version number. Caller later mentioned some questions included in the letter. Question: was this caused by normal battery depletion or the device not working? Caller answer: they said they don't know really. They went to the doctor last week and they said they think the settings are set so high at a prolonged high setting and that's probably what's drawing the battery down so quickly. Question: what steps have been taken to resolve this issue? Caller answer: patient has scheduled surgery (B)(6) 2023. Question: has this issue been resolved? Caller answer: not yet. Caller mentioned other questions but did not give an answer, saying they will answer the questions and submit the letter on their own.